Event description:
I.v. Solution was infusing. Patient complained of right arm pain during infusion. Pain stopped when infusion was discontinued. Chest x-ray and venogram were done. Venogram revealed leaking catheter with retrograde dissection of fluid along the catheter. Lifeport was replaceddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.